Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose due to unable to deliver bolus since meter is not connected on the pump. The customer's blood glucose was 263 mg/dl at the time of incident. The the device was not expected to be returned for analysis.